Event description:
It is reported that the surgeon had difficulty inserting the articular surface. He then tried another articular surface of the same size. Another larger surface was opened and inserted with no problem.

Manufacturer narrative:
This report will be amended when our investigation is complete.